Event description:
We purchased two boxes of (B)(6) antibacterial pads (the "prod") to treat a wound on our one year old son's forehead. The prod reacted with our son's forehead in an adverse manner (significant burns/irritation). These burns/irritation significantly compromised our ability to treat the original wound. The adverse events did not happen for the first few days we used the prod nor did they happen after we switched to a johnson and johnson prod. We believe that one or more of the boxes of the prod may be expired and/or defective. Further, we note that the prod does not have an expiration date (despite having an active ingredient) and that the prod may not have an appropriate label (cautioning use in children). We have reviewed similar products and note that they have both expiration dates and cautionary language relating to their use in kids. We also note that the product's 510k is quite old (from the 1990's). We have filed complaints with aso (the MFR), (B)(4) and (B)(6)(the retailer). The reference numbers are as follows:(B)(4). We spent a significant number of hours filling out paperwork, giving access to our son's medical records and providing photos of the prod packaging and our son. We also provide samples for analysis. Aso and (B)(4) indicated that they would provide us copies of the report related to their investigation, would keep us generally updated and would provide answers to our questions. Unfortunately, this has not been the case as they have not responded to our numerous e-mails. Indeed, they have "gone dark." Of course, we are concerned that our son has been harmed by the prod and may have lifelong scarring on his forehead. We are also concerned that the prod may cause harm to others that are in a similar situation. In this regard, we would like to ask the FDA for their assistance.